Manufacturer narrative:
Patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during patient transport, the pressure tubing of this pressure monitoring set was disconnected from the housing. The user realized when blood leakage was observed through the arterial catheter. Blood loss was minimal and no additional intervention was required. On customer opinion, the issue could be caused by potential incomplete assembly of the male/female threaded connection system. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to related to the related malfunction.